Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, air detector sensor, which was not reproduced but confirmed during a review of the device event history log as air in line alarms. Evaluation found the upstream sensor readings to be out of specification, and found continuity across the upstream sensor pins. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a problem with the air detector sensor. It was also reported there was no patient involvement.